Event description:
It was reported that patient has high lead impedance. She is in for battery replacement and after interrogation high lead impedance was seen. Interrogation was done a couple of times, pin was unplugged, cleaned and reinserted but high impedance was still seen. He verified that they a click was heard when the setscrew was tightened. He states he will try the old battery again since only the new battery was showing high lead impedance. The old battery was used and high lead impedance was seen again. Follow-up information was provided that confirmed that pre-operatively, the impedance was ok. The representative (fcs) noted that the high impedance persisted despite troubleshooting. The fcs noted that he did not have a test resistor accessible, but they believe it's a lead issue. The fcs noted that the previous generator (m103) was implanted more toward the axilla, and the surgeon decided to create a new incision for the new generator in the more traditionally location (chest, subclavian). It was noted that the generator was very deep, and they were having difficulty palpating the location at first. The surgeon asserted that he did not touch the lead with the bovie/surgical instruments, but the fcs stated he was not close enough to verify that. It was noted that pin reinsertion was attempted several times, with system diagnostics being run each time, and the impedance was still high. The old m103 was connected to the lead and system diagnostics were run, and high impedance was then seen with the old generator. At this point, the surgeon decided to leave the generator implanted, and they will schedule a lead revision for a later date. A couple of weeks later the lead was explanted. Images show abraded insulation and the wire exposed on the explanted lead. Both the explanted generator and lead were disposed after surgery and will not be returned for analysis.